Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The single target lesion was a restenotic post pta and was located in an arteriovenous fistula (avf) with a 6mm reference vessel diameter and a 20mm target lesion length. The lesion had 80% stenosis pre-procedure and 0% stenosis post-procedure. The vessel had mild tortuosity and the lesion had no calcification. The lesion morphology was tight eccentric stenosis. The patient had a follow up assessment in (B) (6) of 2005. The target lesion had restenosed three months after pcb and was treated with conventional angioplasty (re-pta) in (B) (6) of 2005. No additional data was provided. No additional follow up assessments were provided.